Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap cholecystectomy the clip is come 2-3 clips cross together so surgeons decide to change to competitor product instead. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information received: there is no additional information of this complaint and complaint sample cannot be obtained.